Manufacturer narrative:
No service record, it can be assumed that the unit failed to work because it was being used off-label. The device is only cleared for soft tissue.

Event description:
The case started out well and dr (B)(6) cut tissue on the med setting. He switched to the high cut setting to cut a bone spur and the hand piece failed it would not cut. A second handpiece was used for the case and it worked fine.